Manufacturer narrative:
The cockpit of the affected device was examined at the dräger service center. The log file was made available for further investigation. The investigation could confirm a permanent malfunction of the cockpit. The reported stop of ventilation could not be confirmed. A faulty basisboard was identified as root cause for the failure. The faulty basisboard has been replaced and the device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device went blank, and the device stopped the ventilation. There were no health consequences for the patient reported.